Manufacturer narrative:
The reporter stated that during the reported event the device was observed to be slightly wet as a result of being stored in a leaking vehicle compartment during a rainstorm. On evaluation the device was observed to be dry with no evidence of moisture or water damage. The device will be returned to the customer for use. Measures to reduce the likelihood of moisture being introduced into the device was reviewed with the customer. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Ems were attending to a alert pt complaining of chest pain. An attempt was made to perform a 12 lead and after attachment of electrodes, the unit allegedly displayed excessive full screen artifact and the pt's rhythm could not be discerned. The pt was transported to the hospital with treatment being rendered per chest pain protocol. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.